Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer was receiving system alarms after they had changed their ion-selective electrode (ise) mixing tower. Technical support tried to trouble shoot the issue over the phone, but a field engineering specialist needed to be dispatched. During this time the customer received questionable results for two patient samples for ise indirect na, k, cl for gen. 2. The data for only one patient sample was provided. The initial sodium result was 195 mmol/l. The repeat result was 162 mmol/l. The initial potassium result was 6.2 mmol/l. The repeat result was 5.2 mmol/l. The initial chloride result was 97 mmol/l. The repeat result was 118 mmol/l. The customer believed neither the initial or repeat results to be correct. The data was not reported outside the laboratory. There were no adverse events. The lot numbers and the expiration dates for the electrodes were requested but were not provided. The field engineering specialist found multiple issues with the fluidic system. He found disconnected tubing, worn tubing, ise tower restrictions, and bad ise solution. He replaced the ise tubing, the ise mix tower, and the ise solutions. He conditioned and primed the system. He performed system check which passed. The customer ran calibration and qc which passed.

Manufacturer narrative:
Further investigation confirmed the field engineering specialist initial finding as the root cause. This appears to be an isolated case in nature with no indication of systemic failure of roche product. A query was performed for the error causing part and no abnormal trending was identified. A query was also performed for the affected site covering the last 12 months and found no past escalated complaints of this nature on any similar instruments.